Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming for a "service required" alarm condition and failed to charge the internal battery. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's internal battery needs to be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.